Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; there were two knobs missing and the encoder assembly was electrically out of specification. It was also found that both display wires were pinched and had compromised insulation. The battery wires were also found to be pinched, but the insulation was not compromised. The hanger assembly and one screw were found to be contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) rate knob was not working and that the epg was missing knobs. The epg was returned for service. There was no patient involvement.